Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor had inaccurate readings and the customer experienced high blood glucose. It was stated that the sensor was reading 2.7 mmol/l while the blood glucose was a 11.3 mmol/l. It was indicated that the customer thought blood glucose was low and was treating with food which caused a high blood glucose level of 27 mmol/l the customer had removed the sensor and blood glucose was stable at 13 mmol/l at the time of the call. Troubleshooting was declined. The product will not be returned for analysis.